Event description:
The contralateral leg-stump deployed into the ipsilateral iliac artery requiring device component aorto-uni-iliac conversion and an additional surgical fem-fem cross over procedure.